Manufacturer narrative:
Through follow-up, biomedical engineer does not have any additional information on patient involvement.

Event description:
The customer reported that the unit has an error code message of data acquisition (da) pcba adc reference failed. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Corrected. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported that the unit has an error code message of data acquisition (da) pcba adc reference failed. There was no patient involvement.